Event description:
It was reported that the top implantable lead that this patient has was not working. Boston scientific technical services (ts) referred the patient to the clinic. This lead remains in service. No adverse patient effects were reported.